Manufacturer narrative:
]The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports a hip revision surgery was performed to exchange the head and the liner approximately 6 weeks post-implantation due to e.coli in the wound. The requested surgical and lab reports, and x-rays have not been provided. Therefore, the cause of the infection and the patient impact beyond the infection and revision cannot be determined. No further clinical assessment is warranted at this time. Should clinically relevant documentation become available, this clinical/medical task may be re-opened. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed to exchange the head and the liner due to e.coli in the wound. A thorough washout was performed. Primary surgery was on (B)(6) 2020. It is unknown the outcome of the patient. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.